Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator experienced a ventricular arrhythmia. Multiple shocks were provided which accelerated the rhythm to ventricular fibrillation. It was noted that there was difficulty converting the rhythm. Afterwards, defibrillation threshold testing was performed along with multiple shocks provided for testing in which a low capture threshold was observed in both chambers. Technical services noted there was no clear explanation for this observation. The device remains in service. No additional adverse patient effects were reported.